Event description:
It was reported that the device was used during a laparoscopic splenectomy. It was reported by the rep that the surgeon dissected a vessel between the stomach and the spleen. The surgeon fired the tsw45 across the blood vessel. When she removed the stapler, the staple line bled excessively from the center of the staple line. The surgeon stopped the bleeding with clips. Another tsw45 was opened and used to complete the case. There was no consequence to the pt.